Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The force bipolar instrument was found to have a broken main tube in multiple locations of the shaft. Components adjacent to this broken main tube do not show damage. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact. Possible material was found missing from the exterior of the main tube.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the force bipolar instrument broke from the shaft. The fragment fell in the patient and was retrieved. The procedure was converted to open surgery. The customer contacted a technical support engineer (tse) and reported that the force bipolar instrument shaft was broken in the middle of the procedure and debris had fallen into the patient anatomy. The procedure was converted to open to remove the debris. The reporter did not know the procedure name and patient information and post treatment information. The tse suggested the customer to get a return material authorization (RMA) for the instrument for failure analysis. The customer stated that the defective instrument was stuck with the cannula. The tse suggested the customer to preserve the cannula along with the defective instrument. The clinical sales manager (csm) sent the field service engineer (fse) an email on the 4th of october at 5 pm and reported that the site had an issue where the force bipolar instrument shaft broke. The fse performed a system verification and examined the error logs for any issue in the arm. The logs looked good, and the system was working fine. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the customer confirmed that there was no damage to the instrument. The surgeon could not determine the reason of what caused the instrument to break or caused the fragment falling issue. The instrument was in use for almost 90% of the surgery prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment did not fall inside the patient during an instrument tip or accessory collision. The instrument was removed during the procedure prior to the breakage and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. The port incision was not increased in order to remove the instrument and cannula together. The customer confirmed that all fragments were retrieved. There were no post-operative tests performed to check for remaining fragments. The patient tolerated the convert to open surgery and there was no injury to the patient. The patient has not returned to the hospital due to experiencing post-surgical complications related to retaining a foreign object. No images or patient demographics were available.